Event description:
A hospital in another country reported to us that the waterfeed tube of an mr290 humidification chamber came off easily. We have interpreted this as the waterfeed tube detached from the mr290 humidification chamber. No patient harm reported.

Manufacturer narrative:
The device is expected to be returned to fisher & paykel healthcare. Methods - no information to date. Results - investigation still underway, no results to date. Conclusions - no conclusion can be made at this time.